Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after changing the cartridge. Reportedly, the cartridge was filled with 260 units, and displayed 14 units available after the delivery of 2 units of insulin. Additionally, the customer reported cold insulin had been used to fill the cartridge. There was no impact to the customer's blood glucose level. During the call, the customer reloaded the cartridge and received an accurate fill estimate.